Event description:
It was reported that the patient underwent a posterior-approach lumbar spine fusion at l4 ¿l5 using rhbmp-2/acs. It is further reported that later imaging studies showed uncontrolled bone growth resulting in nerve compression near where the rhbmp-2/acs was implanted. It is reported that the patient currently suffers from nerve compression, chronic pain, radiculitis, emotional distress and mental anguish.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010: patient got admitted in the hospital with pre-op diagnosis: left lower extremity radiculopathy, l4-l5 severe degenerative disease, l4-l5 stenosis. Patient underwent the following procedures: decompression of the l4 and l5 nerve roots. Interbody arthrodesis l4-l5. Application of prosthetic device. Bone marrow aspirate. Use of bmp. Posterolateral arthrodesis l4-l5. Posterior non-segmental instrumentation at l4-l5. Per op-notes: "at this point, a size 12 peek spacer was applied without difficulty. This was done after local allograft and bmp placed in the anterior disc space."no intra-op complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.